Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged kidney disease/toxicity and lung disease. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed light scratches on the left side panel. An unknown brownish debris/contaminate was observed around the base of the control knob, and in the sd card slot. Manufacturer observed potential hair-like particles on the back of the ui panel and air outlet port and on the left side panel. Potential hair-like particles filled with a dust-like contamination was observed around the control knob of the pca. Manufacturer observed dust-like contamination on the top cover, right side panel, in the iso port, air inlet, on the pca, on the interior side of the left side panel, on and under the blower cap, on and in the blower motor, on the sound abatement foam and walls of the bottom enclosure. Manufacturer observed potential degraded sound abatement foam on the interior side of the blower cap, on top of and inside the blower motor, on and under the blower housing, in the iso port and stuck to the base of the bottom enclosure. Manufacturer confirmed the presence of degraded sound abatement foam. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust like contamination. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.